Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: based on the information available, the liberty select cycler is disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the hospitalization. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted technical support to report that a patient¿s rehab caretaker was receiving unknown drain alarms during the patient¿s peritoneal dialysis (pd) treatment. Technical support confirmed that the patient was in a dwell cycle and sleeps on their stomach sometimes. The cause of the hospitalization is unknown, and subsequent attempts to obtain additional information have thus far been unsuccessful.